Event description:
One week after injection with juvederm (volume/concentration unknown) in both cheeks, the patient reports developing a "lesion" at the lower left cheek injection site. The patient states the affected area started leaking pus, and the physician chose not to prescribe treatment at that time. The patient reported while out of the country, the lesion "became necrotic" and had to be drained. No other treatment was given as the patient thought it would be best to "let the area dry out." The area remained red for another four weeks and there are fistulas at the injection site as well as a scar. The injecting physician did not record the lot number. Per the physician, the patient has not returned for follow up. The physician who prescribed medication in a country other than USA is not known.